Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: investigation revealed evidence of moisture throughout the pump and on the printed circuit board. Unrelated to the original complaint, the bolus button and the keypad were torn; however, all keypad buttons were fully responsive. Upon removal of the keypad cover, no contamination was observed under the contacts. A leak test revealed a keypad leak. In addition, the display flex was peeling up.